Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00467, 3012447612-2017-00468, and 3012447612-2017-00469.

Event description:
It was reported that three sleeves were found bent after surgery. There were no reports of patient impacts as a result of this event. This is report one of three for this event.

Manufacturer narrative:
The returned sleeve was evaluated. There were no indications of wear or damage to the device. A functional evaluation with mating parts found that the sleeve functioned as expected. There were no failures detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.